Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetic care (adc) device and customer was unable to obtain readings. As a result, customer experienced loss of consciousness, and legs were shaking. Customer treated themselves with drink after regaining their consciousness. There was no report of death or permanent impairment associated with this event.